Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), an unspecified number of tubes underwent hemolysis, and the plasma did not separate properly. Upon inspection, after use, the customer noticed that the tubes were expired. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), an unspecified number of tubes underwent hemolysis, and the plasma did not separate properly. Upon inspection, after use, the customer noticed that the tubes were expired. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Assessment of the bd retention samples for lot 2290067 could not be performed, as the lot reached its expiry date on 31 mar 2024 and the defined storage duration had been exceeded. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: hemolysis and expired. This complaint is unable to be confirmed for the indicated failure mode: poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.